Event description:
It was reported that the customer received devices with the wrong needles. There was no patient consequences.

Manufacturer narrative:
The analysis results for the sw122 devices confirmed that the needle was incorret in reference to the labeling. Corrective and preventative actions have been initiated. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.